Manufacturer narrative:
Section a1 - patient identifier: complete sid is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect ca 19-9xr results for a cancer patient undergoing chemotherapy. It is unknown if the patient has pancreatic cancer. The patient¿s previous result was normal. The following data was provided: customer¿s cutoff: 37 u/ml. (B)(6) 2023 sid (B)(6). Architect ca 19-9xr results = 82.7 u/ml, 118.15 u/ml, 160 u/ml, 130 u/ml. Previous result = 15 u/ml. No impact to patient management was reported.

Event description:
The customer observed falsely elevated architect ca 19-9xr results for a cancer patient undergoing chemotherapy. It is unknown if the patient has pancreatic cancer. The patient¿s previous result was normal. The following data was provided: customer¿s cutoff: 37 u/ml (B)(6) 2023 sid (B)(6) architect ca 19-9xr results = 82.7 u/ml, 118.15 u/ml, 160 u/ml, 130 u/ml previous result = 15 u/ml no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and determined the manifold valves were the likely cause of the issue due to the valve pressure difference of both wash zones. The parts were replaced, and the issue was resolved. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the architect system, likely cause parts, or discrepant results as described in this ticket. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the architect i2000sr processing module, serial number (B)(6) or the manifold valves.